Event description:
Trial v40 +8 head broke.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown v40 trial head. When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding fracture involving a 32mm +8mm v40 trial head was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the returned device indicates that the device is fractured at the junction of the skirt and body of the trial. Dimensional and functional tests were not performed as the device is damaged. Material analysis of the returned device indicates that the trial broke in fatigue and that no material or manufacturing defects were observed. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: review of the returned device indicates fracture and scratch marks. Material analysis of the device indicates that the trial fractured in fatigue and that no material or manufacturing defects were observed.

Event description:
Trial v40 +8 head broke.